Event description:
It was reported that the patient experienced glare post operatively. In follow up on (B)(6) 2013, it was learned that the doctor decided to explant the intraocular lens from the patient's left eye. The surgeon indicated that he thought the iol had been discarded at the time of the explant. No further information was provided. Implant and explant dates: no information was provided. Concomitant products: no information provided. All pertinent information has been provided.

Manufacturer narrative:
(B)(4). The device manufacturing records were reviewed and showed no deviations or nonconformities. The diopter measurement records were verified and were shown to be within specifications. This was in compliance with the labeled dioptric power of 26.5 diopter for this serial number. The batch passed all acceptance criteria for all tests performed and was within all specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.